Event description:
Customer stated, she always leaves the pad plugged in. She left and came back the next day and the cord was melted where it goes into the pad. She also rolls the pad up to use on her stomach.

Manufacturer narrative:
Our inspection found a small cut in the cord that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: poly cover dirty or stained, FDA: poly cover burned, FDA: cord cut/burned other location, switch ok, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.